Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics picked him up twice in the same week due to low blood glucose values. The first incident the customer's blood glucose was too low to read. The customer was treated at the hospital and released. The second incident the customer's blood glucose was 30 mg/dl. The customer's girlfriend called the ER and the customer was treated with a shot, 4 packs of sugar, and fluids. He was not taken to the hospital. After the second incident he discovered a cracked screen on his insulin pump. The customer also mentioned another incident in february in which his blood glucose was too low to read; he was sleeping and becoming soaking wet from his sweat. The patient was hospitalized and treated. Last night the customer's blood glucose was 144 mg/dl at bedtime, but he woke up at 2:50am and it was 457 mg/dl. Troubleshooting was declined for his low blood glucose and high blood glucose. No products were returned or replaced.